Event description:
It was reported the bottom of the cane tube came broke through the rubber tip. While using the cane, the tip became entangled in the carpet and caused the patient to fall. No patient injuries were reported as a result of this event.